Event description:
A caller reported that their pump battery would not charge, and a power source alert was indicated. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer attempted standard troubleshooting steps without success, and the issue led to a pump shutdown. Tandem technical support decided to replace the pump. The caller was informed about using a multiple daily injection therapy as a backup to continue insulin delivery. The pump was under warranty, and arrangements were made for its return and replacement. The caller was instructed on placing the pump into storage mode and agreed to return it using a prepaid label within ten days.